Event description:
8 weeks after implant placement, x-ray showed radiolucency around apical 1/2 of unloaded implant. It was removed along with granulation tissue. Tooth #10.

Manufacturer narrative:
Zimvie complaint cmp (B)(4). Date of event is not provided / unknown. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.